Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gynecology. According to the reporter: after inserting the access needle, the cover part could be moved, but the needle remained exposed. Another device was used. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury was reported.